Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "the nail was broken off at the lag screw hole due to pseudoarthrosis." Device explantation of the device was performed.